Manufacturer narrative:
(B)(4). The pump was unable to perform the displacement and occlusion tests due to the missing retainer. The device was received with missing reservoir tube o-ring, broken reservoir tube lip, broken battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, cracked keypad overlay at select button and scratched case.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.